Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low pump flow: the returned product was inspected and there were no physical abnormalities. No biomaterial was observed by the impeller. The logs show a motor current spike with speed deviation and placement signal shift characteristic of an ingestion but flows remained within appropriate range for p-level. The pump was run in the lab and there was stable motor current corresponding to stable pump flows. No problem was found as the root cause of the low pump flow as issue was as a result of placement signal issue with a root cause of sensor drift. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Placement signal issue: the returned product was inspected and there were no physical abnormalities. No biomaterial was observed by the impeller. No sensor abnormalities were observed. The pump passed electrical testing. The data logs from the case show placement signal trending up while pump flow decreased with stable motor current and cvp. The pump reproduced psnr when plugged into the console with flow calculation disabled. The pump was flow loop tested in the lab and sensor drift reproduced. The root cause of the placement signal issue was determined to be due to sensor drift as evidenced by data log analysis and returned product testing.

Event description:
The us complainant had placed a rp flex to support the patient admitted in with cardiomyopathy, hf, and lvad evaluation. The pump was supporting but after 5.5 hours the pump was explanted with persistent suction/low flows and clot ingestion. The pump was explanted and the team placed the ECMO instead.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.